Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2014 explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the patient had an MRI a few days ago and they found a mass, and then did a CT scan to confirm, and found a mass around the kidney. The patient stated that "the stimulator runs up that area" and the patient wants to know if there is a history of that or cancer with the scs device. The patient stated that they have never had anything wrong with their back and now they found a mass around the kidneys and they think it may be cancer. The patient reported that they have been having some back pain up near the kidney area at the tip of the lead and the patient has been having some pains here and there. The patient stated that their leads run up to the kidneys and stops mid back. The patient indicated that the leads are running near their kidneys on both sides of their spine. The area the patient is concerned about is the side that has been hurting. The patient stated that the sti mulator works when it wants to work, and they have been trying to learn to live with the pain. The patient stated that the left side of their spine has been acting up at the kidney area and that is where they found the mass. The patient stated that they are 100% sure the issues are related to the ins, because the machine started acting up and they were getting a burning feeling at the lead tip and stuff like that. The patient stated that they are confused, mad, and angry. The patient stated that they had a follow-up appointment on the (B)(6) regarding the mass. The patient indicated that they left a voicemail with manufacturer's representative (rep) about the scs glitches between friday and monday. The pain, burning, and glitches started occurring about 3 months prior. Additional information was received from a manufacturer representative. It was reported that the hcp sent them the message. Another rep reprogrammed patient's device. From what that rep stated, patient's burning is their pain, maybe it sounds like that patient is talking about his burning is from his stimulator but he is talking about his burning from his pain. Rep tried to reprogram him, he is getting ok coverage. If patient wants to get an x-ray, that would be the only other thing to troubleshoot. Rep does not think that the leads have move significantly if they moved. Everything from the stimulator stand point seems to be checking out fine since the impedances are normal. He does have a tumor which has nothing to do with the stimulator. The hcp and the rep are in contact about this patient. The patient is getting treatment in a different city now, patient has been discharged form hcp's practice because of abusing pain medications. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.